Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with failure code 808:02 was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by a faulty pumphead module. This pump is a baxter owned device and will not be repaired.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. The root cause investigation is in progress through (B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery twice on the event date. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.09.90.